Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 23g etw x 7mm pen needle us needle was short. The following information was provided by the initial reporter: bdp: low fill volume-pen diluent & others (short needle).

Event description:
It was reported that 23g etw x 7mm pen needle us needle was short. The following information was provided by the initial reporter: bdp: low fill volume-pen diluent & others(short needle).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-21. H6: investigation summary: customer returned (1) open 7mm, 23g pen needle without any packaging. Customer states that the needle is short. The returned pen needle was tested for patient end cannula length (specs for 7mm cannula length: 0.229¿-0.323¿). The patient end of the cannula was measured as 0.275¿, which falls within specifications. A review of the device history record was completed for batch# 8275681. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.